Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm did not occur. A review of the event history log (ehl) revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.. The reported condition was verified through ehl but no component issue was identified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a false downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.